Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-03248. It was reported the patient complained the pain relief from the scs system had decreased and was feeling pain in both legs. A system diagnostics revealed one contact with high impedance on one lead and the other lead not functioning (all the contacts had high impedances). Surgical intervention was taken and both of the patient's scs system leads were replaced and the issued addressed.